Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's drive support cap was sticking out. The customer reported that the insulin pump had been dropped. The customer stated that he pushed the drive support cap back into the device. Blood glucose level was 370 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.